Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection was performed and the catheter was found to have a broken housing. The broken pieces were returned and no housing pieces appear to be missing. Due to the returned condition of the catheter, the air leak test was unable to be performed. Electrical continuity was tested and passed using a multimeter. The full continuity leak test was performed and passed twice. Broken housing is most likely caused by using compressed air at a high psi. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations not reported by site: the catheter was found to have a broken chassis near the weld where the chassis meets the housing. The broken piece, measuring approximately 14.18mm x 3.56mm in size, was not returned with the catheter. The fiber was inspected using the exfo scope and the fiber appear to exhibit fluid intrusion. Dried fluid and debris were observed on the fiber's external ferrule, contact and core regions. The probable root cause of the failure analysis findings was attributed to misuse of the instrument.

Event description:
It was reported that during central processing when conducting the continuity test, the head broke into several pieces. According to the tech it burst open on the processor. There was no report of patient involvement.